Manufacturer narrative:
Correction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that a service visit took place on a later date. The coaxial cap was replaced and the console was serviced as appropriate.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed twelve applications were performed with catheter 217f3 with lot number 56420. A system notice of 50012, " refrigerant delivery path was obstructed", was received on applications one through eight, eleven and twelve. Additionally, the flow was very low on applications one through seven. In conclusion, the product issue reported (system notice 50012) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was disconnected and reconnected several times and the console was restarted. These troubleshooting steps did not resolve the issue. The flow displayed zero always. Additionally, the catheter, the coaxial umbilical cable and tank were replaced in different attempts without success; the system notice was persisted. The console was grounded properly and the low-pressure regulator (lpr) was zeroed but it did not work. The system notice could not be cleared. The case was aborted, and the patient was under general anesthesia. The console was checked the day after the procedure and the tip of the coaxial cap was found in the coaxial port. A field service visit was scheduled. No patient complications have been reported as a result of this event.